Manufacturer narrative:
Product analysis observation: the top portion of the bone screw head has broken off. There are witness marks inside the screw head to indicate that the rod was seated. The fracture surfaces have a lip on one side consistent with a bending moment. Conclusion: the above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported during a spinal surgery one of the screws slipped and was replaced in order to complete the surgery. No impact was reported to the patient.